Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after a psvt (paroxysmal supraventricular tachycardia) case. After local anesthesia, hra, his, rv (right ventricle), and cs (coronary sinus) catheters were placed, and eps was performed. The patient had difficulty with cs placement, and it took about 30 minutes. Wpw(a) was diagnosed. Sheath was replaced with agilis and bb was performed with rf needle using ss. Attempted to insert stsf with wire guide, but it did not pass, so only agilis was inserted into la (left atrium). Blood pressure was confirmed to be falling during mapping with pentaray, and pericardial effusion was confirmed with soundstar. Pericardial drainage was performed, and 350 ml of venous blood was drained, and the patient was observed for 60 minutes. Since there was no new bleeding and his vitals were stable, the patient was returned to the ward. No further treatment was performed and the patient's vitals remained stable on the ward. Timing was during la mapping. Bb was performed. Ablation was not performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was unused. Description of health problems_cardiac tamponade. No further treatment was performed and the patient's vitals remained stable on the ward. Doctor's judgment on health hazard_non-serious. Cf monitoring methods_real time graph, dashboard, vector, visitag. Visitag coloring settings_tag index. Causal relationship with product_ unknown. The physician's opinions on the relationship between the event and the product was that it's not a product issue. It's okay because it's where doctors need to be careful, such as case manipulation, etc. The act was also longer, so that may have had something to do with it. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. The product code of the pentaray catheter was d128211. Physician¿s opinion on the cause of this adverse event was that it was not a product issue. The physician commented that they should have been more careful to manipulate the catheter. The extended act could also relate to the adverse event. Pericardial drainage was done. Outcome of the adverse event was improved. No error occurred. Additional information- the outcome of the adverse event: recovered. The patient discharged from the hospital to home on (B)(6) 2023. No extended hospitalization required. Smartablate generator was used in the procedure.[product code]: m4900207 [serial number]: (B)(6). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30972180l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).